Event description:
It was reported that during a shoulder scope control unit had a black screen. The procedure was successfully completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of blank display could not be reproduced. Display touchscreen functioned as expected. Product did fail for a system error (internal communication error) during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.